Manufacturer narrative:
The issue was resolved by the field service engineer (fse) adjusting the counterbalance weight on the hinges of the cover lid. The fse verified the lid remained opened and did not fall again, and indicated that the instrument is performing as intended. An evaluation was performed by reviewing the complaint text, performing a one year complaint search, and reviewing the instrument service history. The one year complaint search did not return any other complaints regarding the cover lid falling and causing injury and the service history of the instrument did not return any complaints regarding the cover lid as well. The architect c16000 service manual indicates that the top and rear cover lids are checked for proper operation during preventive maintenance by the fse. Based on the results of this evaluation, it was determined that a deficiency was not identified.

Event description:
The operator stated the upper front processing cover of the architect c16000 fell down and hit the operator on the head. There was no injury or damage to the operator's head. The operator adjusted the tension of the architect c16000 retension spring. No patient involvement. No injury to the operator's head was reported.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in progress.